Manufacturer narrative:
During the updating of a risk assessment on june 30, 2020 as part of an on going CAPA. New information confirmed this customer report to be related to a newly identified failure mode. The issue that occurs with the bio-ID device is related to system settings that require a witness user's identification for further processing dispense of anesthesia drugs using the pyxis device. If the "bio-ID exempt" is enabled on the device, it does not allow a witness user to utilize a password as an alternate means for identification even if the bio-ID is in a failed state. The "bio-ID exempt" setting specifically supports (B)(6) regulations for positive identification. Corrective actions related to the bio-ID exempt setting are being evaluated.

Event description:
Customer reported that the biometric scanner (bio-ID) did not work on a pyxis anesthesia system es. No harm was reported.